Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the customer claimed that there was a leak between the two bladders because when they tried to deflate the distal bladder after both bladders have been inflated both bladders are deflated. They could not only deflate one bladder and then the cuff was useless for the ivra procedure. It could even be dangerous for patient with heart problems, so the customer did not trust the cuff and has stopped using them. There has been three events during july 19th - august 2nd 2019. The event occurred during multiple surgeries. The was one patient while starting up before surgery. There was a second patient in the sequence of ending surgery. The third incidence occurred while testing/inspecting a new cuff connected to the tourniquet device (zimmer ats3000). However, there was no harm/injury to the patients. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). D4: UDI #: (B)(4). The device history record (DHR) for the disposable cuff with plc and protective sleeve, 18 in. (46 cm) - dp, db, part number 60708015200 and lot number 27968701, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 04 sept 2019, a returned product investigation was performed on the disposable cuff with plc and protective sleeve, 18 in. (46 cm) - dp, db. The physical evaluation revealed that the returned cuff had a leak at the weld, separating the two bladders. When one bladder was inflated, the both inflated. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the disposable cuff with plc and protective sleeve, 18 in. (46 cm) - dp, db was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. A supplier corrective action was created to address the leak failure associated with this complaint and is currently under investigation with the supplier. An hhe was also created to address the potential harm associated with this failure and is under evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Date of event: there has been 3 events during (B)(6) - (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the customer claimed that there was a leak between the two bladders because when they tried to deflate the distal bladder after both bladders have been inflated both bladders are deflated. They could not only deflate one bladder and then the cuff was useless for the ivra procedure. It could even be dangerous for patient with heart problems, so the customer did not trust the cuff and has stopped using them. The event occurred during multiple surgeries. No adverse events were reported as a result of this malfunction.